Event description:
It was reported that the programmer could not get a good electrocardiogram (ECG) for follow up and implant. Several cables were changed but the ECG was still not working. It was suspected that the connector was not working. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The ECG (electrocardiogram) connection was missing and found to be broken off the printed circuit board and pushed inside the programmer. (B)(4).